Manufacturer narrative:
(B)(4): the screw was returned for eval. Visual and optical inspection of the screw head reveals plastic deformation of top most thread, consistent with cross-threading during provisional tightening of the set screw. The rod appears to have been partially to fully reduced due to witness mark on the screw crown and nipple feature on the set screw. The head minor diameter was splayed out of specification, possibly due to severe crossthreading.

Event description:
It was reported that the pt underwent posterolateral fusion from l5 to s1. The pt later underwent revision surgery to extend the construct to l4. There was no report of hardware failure. Reportedly fusion had occurred. The hardware was removed and replaced with a different device system. While attempting to provisionally tighten the set screw into the multi-axial screw (mas) at l4, the set screw stripped (refer to MFR report #1030489-2010-00253). Tightening of a second set screw was attempted with the same results (refer to MFR report #1030489-2010-00254). A third set screw was started but the multi-axial screw began to pull from the bone slightly. The screw was removed . A new screw (same size) was used, with a new set screw, without further incident. It is unk if the striping of the first set screw caused damages to the head of the mas. Upon visual inspection after the surgery, it was found the threads at the top of the screw tulip head appeared to have been damaged. The screw appeared too small on one side but no measurements were taken. There was no report of instrument malfunction. The surgery time was extended for approximately 25 minutes.